Event description:
The manufacturer received information alleging a ventilator lost airflow. The patient was manually ventilated and placed on another device. The manufacturer is currently investigating this issue and a follow-up report will be filed when the investigation is complete.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator lost airflow. The patient was manually ventilated and placed on another device. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's sensor board, active exhalation control module, filter tubing kit and flow sensor assembly were replaced to address the issue.